Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. No patient harm or surgical delay reported. However, based on health hazard evaluation (B)(4) the non-conforming conical lock nut, 8mm p/n 175491150 in lots arndc6 and arndc7 have been shown to result in difficulty mating with the intermediate tighter and final tightening shaft which could result in harms associated with surgical delay. A field action has been initiated for these two specific lots and was reported to the FDA on april 22, 2015; reference report 1526439-04-22-15-001-r. The product problem is specific to lots arndc6 and arndc7 and no other lots are impacted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
These nuts were delivered to the hospital today from (B)(4), and we were waiting for them, unpacked 2 and found that none of them fitted with nut driver 279729530. When taking a nut from a model delivered 2013, lot probably ambbph, it fitted perfectly. All nuts 175491150 are now removed from the hospital.